Manufacturer narrative:
After review of the log files from the delta, no device malfunction could be verified. Additional information was requested but it was determined to not be available. The cited delta monitor and spo2 materiel was tested on site, and it was found the material performed to specification. The missed alarm for the spo2 sensor off could not be verified and root cause could not be determined.

Event description:
It was reported that the delta monitor did not alarm that there was no spo2 when the finger probe came off and that the involved patient died however, the customer stated the patient death was not attributed to the spo2 issue reported.

Manufacturer narrative:
A follow up report will be provided upon completion of our investigation.

Event description:
It was reported that the delta monitor did not alarm that there was no spo2 when the finger probe came off and that the involved patient died however, the customer stated the patient death was not attributed to the spo2 issue reported.